Manufacturer narrative:
(B)(4). Additional information from the customer received 19-may-2025 indicates "saturation after the disconnection was 88%, after the intervention the saturation increased back to 95%". This event regarding the patient desaturation was captured in MDR#9680794-2025-00370. The customer has stated "this is the third similar incident involving the same device in the past 12 months"; therefore, three mdrs were filed. The customer has only reported information regarding one patient. The other event details from the two previous events are unknown. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "on (B)(6).2025, a patient with a pneumothorax had a drainage port with an exsufflation (heimlich) valve inserted. On (B)(6).2025, the patient's valve became detached during his morning shower, and he reattached it himself. A nurse determined that the valve had been incorrectly attached. It was oriented incorrectly, thereby blocking liquid drainage. The patient had decreased saturation but was otherwise unharmed. This is the third similar incident involving the same device in the past 12 months. " the patient's current condition is reported as "unknown". Associated MDR numbers include: 9680794-2025-00368, 9680794-2025-00369, and 9680794-2025-00370.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "on (B)(6) 2025, a patient with a pneumothorax had a drainage port with an exsufflation (heimlich) valve inserted. On (B)(6) 2025, the patient's valve became detached during his morning shower, and he reattached it himself. A nurse determined that the valve had been incorrectly attached. It was oriented incorrectly, thereby blocking liquid drainage. The patient had decreased saturation, but was otherwise unharmed. This is the third similar incident involving the same device in the past 12 months. " the patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time. Associated MDR numbers include: 9680794-2025-00368, 9680794-2025-00369, and 9680794-2025-00370.